Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for investigation. Pump stop: the returned pump was inspected and an abnormally large purge gap was observed indicative of a bearing wear. No data logs were returned. The pump ran from (B)(6) 2025 at 4;30am to (B)(6) 2025 at 4:45am (over 8 days of support) which is beyond the intended design life of cpc9 per design trace matrix. The cause of the issue was determined to be due a bearing wear as device was used beyond design life device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
A.2 - a.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The pump was supporting for seven days when the pump stopped and could not be re-started. The stop occurred after there were high motor current and flow reversal. The pump was explanted to address the issue. No patient harm was reported.